Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was non-compliant and lost to follow up evaluations. Upon interrogation, the device was found in storage mode. The patient was admitted to the hospital and a change out procedure was performed and the device was explanted and returned for analysis. Initial analysis indicated that further analysis was necessary. No adverse patient effects were reported.